Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error alarms noted during testing however, pump error alarms were noted in the formatted history and long trace files due to moisture damage on the electronic assembly. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage was found on the keypad assembly. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. Performed a safe shut down of the insulin pump and then powered the insulin pump back on. No unexpected pump error alarms were noted. Insulin pump was received with scratched case, case cracked behind the insulin pump near the battery compartment, cracked battery tube threads, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer's blood glucose value was 179 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.